Manufacturer narrative:
Patient information was requested and the customer declined to provide the information.

Event description:
The customer reported an air leakage. The fse reported the device did not continue to provide ventilation to the patient at the time of the leak; the hospital did not inform the fse of the cause of the leak. The customer reported there was patient involvement and no patient harm.